Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 3

Event description:
Reference number (B)(4). Event occurred in the united kingdom. On 25-jul-2024, it was reported that the patient faced infusion set tubing was leaking at the site. The infusion set was in use for within a few hours. The patient replaced infusion set and resumed insulin successfully. No further information available.